Event description:
Customer reported that the insulin pump's battery meter will go from full to one bar within one day. Customer stated that she replaced the insulin pump's battery and it did not power up. Customer stated that she replaced the battery again, and the insulin pump regained power, but was back to one bar the next day. An additional battery replacement resulted in no power again. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)